Event description:
New information notes that during a device upgrade the lead was capped and replaced. The patient was in good condition following the procedure.

Event description:
It was reported that during a device change out due to eri, externalized conductors were noted via x-ray. No electrical anomalies were detected. The lead remains implanted and will be monitored. The patient was in good condition following the procedure.